Event description:
It was reported that during reprocessing of the cystonephrovideoscope the bending rubber adhesive section peeled off. There were no reports of patient involvement.

Manufacturer narrative:
E1/city: chuo ward, sapporo city, hokkaidothe device was returned to olympus for inspection, and the reported failure was confirmed.in addition, the following reportable malfunctions were identified during the device evaluation: adhesive peeling between the light guide lens and distal end.a root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.